Event description:
It was reported that, "the pt had multiple dislocations so the doctor proceeded with a trident constrained liner to address the situation. No other info, x-rays etc per hosp protocol."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.